Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: the screw head of the cslp screw broke off inside the plate and bone. The surgeon chose to leave it inside the patient. The surgeon removed the protruding sharp parts with a bone nibbler. Reportedly the patient was fine and did not need any additional medical treatment. The surgery time was not effected by this event. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Device was used for treatment. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.